Event description:
The customer reported via phone call that they had a black circle on their insulin pump. The customer stated they were unable to select any of their buttons. It was found the customer had a off no power alert. The customer stated the alert occurred less than 24 hours from receiving a low battery alert. The customer was able to resolve the issue with a new battery. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.